Manufacturer narrative:
Concomitant product: dtba1d1, ICD, implanted: (B)(6) 2015; 439688, lead, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead defibrillation impedance was out of range. Reprogramming was performed and the lead remains in use. The patient is enrolled in (B)(6). No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was possible impending fracture.

Event description:
It was further reported that the lead impedance out of range was high pacing impedance. It was also noted that the rv lead was in the left ventricular port.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) triggered, thresholds were elevated, there was noise, and there was failure to capture. The lead was capped and replaced. There was also noise on the left ventricular (lv) lead. Reprogramming was done and the lv lead remains in use.